Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet pump did not appear to charge; the pump light was flashing, and after guidance to try a different outlet the pump began charging, indicating a charging issue consistent with a battery or charger concern. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem involving the battery consistent with premature battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.